Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed with the site that the reported issue did occur on universal surgical manipulator (usm) 1. However, errors were found only on usm 3. The fse tested usms 1 and 3 and was not able to reproduce the reported problem. The fse replaced usm 1 per customer satisfaction. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. However, isi has not received the unit involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, user informed the technical support engineer (tse) that they experienced non-intuitive motion with arm 1 during clinical use. This issue occurred during two procedures, despite attempts to use alternative instruments on arm 1. Historical logs showed an encoder error on usm 3, axis 3, but no errors were observed remotely for arm 1, only tool sensor errors on usm 2. It was unclear if the fault persisted when control was transferred to the second surgeon console. The issue was unlikely related to sterile adapter engagement. The user completed the procedure using the same system configuration as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In artemis, the ¿22020¿ error was found indicating ¿installed maryland bipolar forceps failed to engage on usm1¿ fault on the usm ac_xf axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the ¿usm carriage¿ was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. Although a definitive root cause cannot be determined, the probable root cause is attributed to the carriage rfid pod on the usm.

Event description:
Refer to h11 for follow-up information.